Event description:
The customer reported the insufflation unit powered off during an unspecified therapeutic procedure. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. The device powered off due to a main board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it was attributed to a faulty main board. Olympus will continue to monitor field performance for this device.